Event description:
The facility representative reported a infusor pump with a condition of "constant alarm and lights are constantly". This condition occurred upon power up. The area where this event occurred is the anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported when running pump, it went into constant alarm with light-emitting diodes on. This event occurred during product evaluation which may have caused an interruption of delivery. There was no adverse event, patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective motor. The motor assy has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device evaluation is in propcess. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.